Manufacturer narrative:
(B)(4). The consumer was also a report source for this case. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient subsequently died due to pneumonia, peritonitis, and sepsis. It was not reported if an autopsy was performed. Additional information has been requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.